Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the guidance system passed all accuracy checks and the cameras were on during the procedure. The surgical system was mounted to the bed and then the patient using a clamp on l2. A 3define scan was started, but the scan never completed. The manufacture representative tried again, but the scan failed again with the surgical arm in the air with half of the pictures taken. Soft and hard restarts were done and the lights were moved to try and resolve the issue. The 3define camera was working sporadically. A generic work volume was used and adjusted for use of the passive planar. A snapshot was then taken. Ap and oblique images were acquired after manipulating the surgical arm and target extended. A 9 inch c-arm was used to take images. The surgical arm was sent to right l1 and the surgical arm was out of bounds. The surgical arm was manually moved in order to use the long tools. The trajectory was drilled and tapped. Navigation showed accurate placement of the screws. Imaging was done to check placement and the screw was low in the pedicle. There was no skive or patient shift present as the passive planar was used to verify the divot and anatomy. The surgeon decided to move the screw up on the plan and then continue with the next four screws the same way. All trajectories and visual verification on the screen through the navigation and c-arm showed the trajectories were lateral to plan. No skiving or patient shifts were detected and the surgeon was using proper technique. On each of the trajectories, the surgical arm was out of bounds and not on target. The representative had to manually move the surgical arm in bounds. Once on target, the surgical arm sporadically indicated that it was off trajectory and red on the screen so the arm had to be resent to the trajectory to resolve the issue. O-arm images showed that the screws were lateral and medial depending on the side of the patient and not in their planned position. The screws were deviated between 3.5 and 10 mm. The use of the guidance system was aborted and the surgeon repositioned the screws using navigation. The representative suspected an issue with the surgical arm not knowing where it was or the 3define camera not working. The software was indicating the surgical arm was on target when it wasn't. There was about a 3 hour delay. There was no impact on the patient outcome.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. Analysis reviewed the planning made for the case. Lateral skiving potential was observed in l1 bilateral, inferior skiving potential was observed in l2 bilateral. Analysis reviewed the matching accuracy of the system. The CT-fluoro matching of the vertebrae were determined acceptable with green values. Post-op images provided show screws to be lateral and inferior to plan. During the operation an attempt to do a 3define scan failed and a generic work volume was used. Inspection of the generic work volume used show a default work volume was used with no adjustments made. Intra-op images show the clap used was mis clamp. A 360° bridge is labeled to be used with long and short clamp only, and the mis clamp is designated to be attach to the mist bridge with further anchoring to the spine (and not separated from the mist bridge). A schanz connector is for the schanz screw. Such platform assembly is not recommended. Furthermore, in the surgical technique guide there is a warning that "deviation from instruction may lead to platform instability". Sizes are specifically fit for each platform assembly to assure best stability, connecting them otherwise may lead to platform instability. Analysis reviewed the log files provided. Log files show excessive force was applied on the surgical arm. It is reasonable to assume that the force applied on the tools was due to a large distance of trajectory resulting in a high torque with even little force applied. This is also evident in the details reported in the event description. Analysis reviewed all the available information and concluded the root cause of the deviations to be an unstable platform due to incorrect assembly and incorrect platform selection. The distance of arm position was a contributing factor. Analysis of the surgical arm found the complaint was confirmed. Visual/physical examination and functional testing found the surgical arm failed an accuracy test. The surgical arm was recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.